Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection with sepsis and erosion. It was also reported that the pocket wound appeared to be opened that led to infection. There were no additional adverse patient effects reported. The product was explanted.